Event description:
Allegedly, a thermoflator malfunctioned causing over insufflation. The pt exhibited subcutaneous emphysemas in the chest, ventral and rib areas. After the procedure, it was noted that patient exhibited severe circulation problems and, as a result, was moved to ICU for monitoring while gas dissipated. The info in this MDR is drawn from a vigilance report filed in (B)(6)/manufacturer with (B)(4)). Event occurred at: (B)(6). There were no specific dates of occurrence. Reference MFR report number: 9610617-2013-00044.